Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. Results from the investigation identified inadequate solvent bond as the root cause of this issue. The inadequacy of the solvent bond did not result in, and is not expected to result in any patient complications. Quest medical will continue to monitor complaint trends for this issue.

Event description:
A report was received regarding an issue encountered with the mps delivery set. The report states that after the procedure, a small leak from the additive cassette was observed. There were no patient complications resulting from the alleged issue.